Event description:
The customer reported the power cord is frail and exposed. No pt injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the power cord cable. Booted system with no problem. System operating as intended.